Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported event could not be confirmed. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A xt mitraclip (lot: 40213r1065) was chosen for implantation utilizing steerable guide catheter (sgc) (lot: 31215r1056). After the xt clip was released on the valve, a perforation in the posterior leaflet by the tip of the clip arm was observed. It was thought the perforation was due to fragile leaflet anatomy. Two nt clips were then placed on either side of the xt clip reduce mr and stabilize. After removal of the sgc, a right to left shunt was observed through the atrial septal defect (asd), which was then occluded. The procedure ended with mr reduced to trace. There was no clinically significant delay.